Event description:
Per provider: low o2. Per independent repair center statement, the unit was low o2 or yellow light. The key failure was power switch short circuit. Additional issues were inlet filter dirty, p/e valve assy leaking and zip tie replaced.